Manufacturer narrative:
(B)(4). Device expiration date: december 2015. Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: ¿do not use the product after the ¿use by¿ date specified on the package.¿ (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01322. It was reported that the implanted coils were expired. The target lesion was located in the internal iliac artery. Two 15 mm x 20 cm interlock¿-35 detachable coils were introduced and deployed inside the patient¿s body. After the procedure was completed, it was noted that the products were expired. No patient complications were reported and the patient's status was fine.